Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
Pt was in for a non-device related procedure. Device delivered shock therapy with magnet placement. Magnet was repositioned multiple times before a successful position was found. It was recommended that the device be re-programmed with therapy off for the duration of the procedure.

Event description:
Patient was in for a non-device related proceedure. Device delivered shock therapy with magnet placement. Magnet was repositioned multiple times before a successful position was found. It was recommened that the device be re-programmed with therapy off for the duration of the procedure.